Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information received indicates that the device has since been explanted for normal battery depletion. Subsequently, this device was removed from archives for additional analysis.

Manufacturer narrative:
Initial engineering calculations indicated the device fell short of predicted longevity. A significant number of sensed atrial beats were recorded in the device memory. This device was programmed to utilize atrial rhythm classification (arc); when enabled and in the presence of a high atrial rate, arc results in an additional drain on the battery. Expected longevity was recalculated factoring in the high lifetime atrial sensed rate processing by the arc algorithm, therapy history, and programmed parameters. The device met this revised longevity estimate and performed as designed. Analysis concludes that longevity was impacted by the abnormally persistent high atrial rates and atrial rhythm classification (arc) processing overhead. The longevity calculator for this device model was based on nominal conditions, thus preventing the device from meeting its expected longevity per labeling. Boston scientific received information that the legal issues involving this device were resolved. The device was retrieved from archive in (B)(6) 2011. Due to the device's current battery state, therapy availability testing could not be performed. However, a review of the device's memory indicated that the device had been functioning normally while implanted.